Manufacturer narrative:
The investigation, including root cause determination is in progress. This report mailed in to FDA on: 12/20/2007.

Event description:
A surgeon reports, a pt with stage 3-4 diffuse lamellar keratitis (dlk) following refractive surgery. The pt is being treated with topical corticosteroids. At one-month post-op, the pt's visual acuity is 20/40 (0.5). No indication if the visual acuity measurement is bcva or ucva. Additional information has been requested.